Event description:
The hospital reported that during a coronary artery bypass procedure, while the tm was present, one heartstring seal loaded and deployed as expected but would not provide adequate hemostasis. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal subassembly was intact and outside the delivery tube and the plunger had been depressed. Evidence of blood was present on the seal and the delivery device. Details inspection of the heartstring seal showed no cracks or any unraveling. There were no non-conformities observed. Based upon these findings, the complaint that the seal failed to provide proper hemostasis is not confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).